Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy in the outpatient infusion center. The infusion consisted of the chemotherapy drugs ivig, which comes in 100 ml bags and was infused at 200 ml/h, and carboplatin which is mixed in 500 ml bags and infused at the max speed. It was also reported there was no patient injury. A baxter representative contacted the customer to discuss proper IV set-up,primary and secondary infusions, IV set usage(nondehp & dehp) including rate recommendations/limitations with each, proper priming of IV sets with back check valves/y-sites and medications that cause outgassing and refrigerated medications both of which can cause alarms.